Manufacturer narrative:
The biomedical technician contacted ge healthcare technical support confirm the proper way to replace the casters, and the unit was returned to service.

Event description:
The hospital reported the casters were unscrewing from the base of the unit and then stripping or breaking. There was no report of patient involvement.